Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found there was no image due to faulty printed circuit board. In addition to the reportable malfunction, there was also a power switch failure and a missing screw. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis lucera video system center had no image. The issue was found during preparation for use for a gastroscopy, which was completed with a similar device without delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. Based on the investigation results, the root cause could not be identified. However, it is likely that the malfunction is due to a circuit board failure. Olympus will continue to monitor field performance for this device.